Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ix locked up. A review of the case notes determined that this was a result of the 2018 adt reboot issue. There was no patient incident.